Event description:
New information from surgeon: the patient had a large gall bladder stone. As a result the surgeon was unable to get to an angle or traction on the gall bladder to expose the cystic duct. The patient was converted to open for this reason. Complaint is not reportable as the surgeon, in his medical judgment, provided a reasonable conclusion that a device did not cause or contribute to a reportable event.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device did not work at all. The second device worked for awhile then an unknown error was displayed. The generator and cord were switched out and an instrument error was displayed. The case was converted to an open to complete the procedure.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).